Event description:
Reporter alleged when looking in the blood glucose device memory, the most recent testing noted a result of 401 mg/dl back to back with a result of 139 mg/dl when testing was performed 3 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.